Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported stroke. The reported hemiplegia appears was a cascading effect of the stroke. Stroke and hemiplegia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and serious injury/illness/impairment was a result of case specific circumstance as the patient remained hospitalized and no treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Two mitraclip ntws were implanted, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. However, on the same date, during the night, the patient experienced a stroke, which resulted in hemiplegia. The patient was hospitalized and was then discharged to rehabilitation.